Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that minor scratches noted on the display window. The insulin pump passed functional test including the prime test, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
Customer reported issues with the insulin pump. Customer states that there was a no delivery alarm. Customer also states that there is too much delivery of insulin. The blood glucose reading is 65 mg/dl. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.